Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative and a consumer reported that the patient's implant procedure went fine on (B)(6) 2016. However, on (B)(6) 2016 the patient was brought to the emergency room in respiratory distress. They were then transferred to the intensive care unit (ICU). The only note made during the implant procedure was that the patient's pulse o2 was 88 to 89 and they typically liked to see patient's above 90. The patient used a c pap machine at night but otherwise they had no known underlying respiratory disease. The patient did have a prior history of a similar event that occurred after an unrelated surgery in 2013. Two (2) days after that surgery the patient had respiratory distress, was on a ventilator for 12 days, and had to go through some rehabilitation as part of their recovery. They wanted to use the stimulation system but were advised against it as it could interfere with testing or monitoring. Additional information received on 2016-jul-08 noted that the patient was doing well and back at home. It was noted that the event was unrelated to the stimulator. The patient had a post-op appointment scheduled for (B)(6) 2016.

Event description:
Additional information was received from a health care provider that reported that the patient does have a history of chronic obstructive pulmonary disease and has had respiratory distress happen before. The physician indicated that the cause of the patient experiencing respiratory distress was not determined; however the cause was not related to the implanted stimulator or the procedure. The respiratory distress has resolved as of (B)(6) 2016.